Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fell out of the device. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that an el5ml device was returned in good condition with a clip partially fed within the jaws; the clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was difficult to fire and no further testing could be performed. The device was disassembled in order to evaluate the condition of the internal components and dried body fluids were found inside the shaft and handles, causing the experienced difficulties to fire; in addition, eight clips were found inside the clip track. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No conclusion could what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.